Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, h2, h6, h11. Correction to d4 unique device identifier updated na. Correction to h6 from e1704 to e2403. Correction to h6 from f11 to f26. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The customer reported that the fiber broke in half; with that break the energy fired up and also hit the physician in his finger. The issue occurred during a therapeutic procedure, which was completed with a non-olympus device. There were no reports of patient or user harm.

Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.